Event description:
It was reported by service report that the power cord and foot left caster were damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: parts ordered for repair.